Event description:
Cleaner no longer would work and did not have the availability to contact you until now. Light showing machine not working properly. Replaced filter, however, still did not work. Purchased at a local durable medical equipment/pharmacy site in (B)(6).